Event description:
This is a report of a home patient (hp) who re-used supplies while connected to the homechoice during prime. After experiencing an alarm overnight, the patient cycled the power until they were back at prime and received a check supply line alarm. The patient was advised to start therapy over with new supplies as the current supplies were possibly contaminated. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). (B)(6). This is a report of a patient who re-used supplies when initiating therapy. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide," which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.